Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 tecnis itec preloaded 1-piece iol (intraocular lens) tip was observed cracked and split. Iol was not used. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/27/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. Visual inspection under the microscope showed that the intraocular lens (iol) was stuck at the cartridge tip. The cartridge tip was deformed. There was no viscoelastic in the device; directions for use (dfu) state to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The customer's reported complaint for tip deformed was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. A search revealed that no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.